Event description:
It is reported that the surgeon had problems inserting the 10mm nail cap on the nail. The surgery was completed with a 5mm cap.

Manufacturer narrative:
Evaluation summary: as returned, the nail cap has scratches noted circumferentially on the step below threaded portion. The sales rep could insert it with no problem in a sample nail. Surgical technique recommends to slowly rotate the lag screw inserter and nail cap inserter until the nail cap flange can be felt seating into one of the four lag screw shaft grooves. Surgical technique used is unk. One of the probable cause could be that the device may not properly aligned to the axis of the nail; however this cannot be confirmed with available info. There is insufficient info provided to determine the root cause of the reported event. Evaluation: manufacturing records are in order and do not indicate any manufacturing anomalies.